Event description:
Healthcare professional reported, right side capsular contracture, baker grade iii. And implant removal from textured to smooth, due to the concerns of the product. Device explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe, since it is not related to the device. Capsular contracture: unable to observe, since it is not related to the device. Additional observations: creases are observed, wear abrasion is observed, white particles calcification-like were observed, on the shell. Two openings on anterior side assessed, as surgical damage. No further actions are required, since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii and implant removal from textured to smooth due to the concerns of the product. Device explanted.